Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Technician reported treatment appeared decentered on orbscan. Pt records have been requested to understand the reported event and to assess if any impact occurred to pt outcome.